Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Addition to that, patient was experiencing cough and bad cold with sore throat. There was no report of serious patient harm or injury. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer has responded on 11/16/2022 but the device has not yet returned to the manufacturer for evaluation. Patient informed that he noticed black fuzzy mold on the plastic container door and additional event. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated with clinical code, investigation code, finding code and conclusion code in this report.